Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and the mesh was implanted. Since insertion, the patient experienced chronic vaginal pain and on (B)(6) 2017 urethra erosion was discovered. On (B)(6) 2017 the patient underwent a maximal vaginal excision of the mesh along with reconstruction of urethra. Additional information will be requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.